Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Event description:
Additional information received per the medical records states that the filter was deployed via the patient's right femoral vein. The right renal vein was seen quite well and there appeared to be thrombus within it with partial thrombosis. The inferior pole appeared to be occluded completely. The filter was placed inferior to the renal veins in an excellent position.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. The patient became aware of the reported event approximately three years and ten months after the index procedure. The patient noted that during implantation of the filter, his heart "went into defibrillation."

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b3, b4, b5, b6, b7, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting. The patient reported becoming aware of the event approximately three years and ten months post implant. The patient also reported going into defibrillation during the filter implant. According to the medical records, the indication for the implant was not provided, however, the post implant progress notes indicated the patient should be on coumadin 4-6 weeks prior to surgery and then for life, clot was also documented as being in the right renal vein. The progress not also indicated that the patient was now in atrial fibrillation. According to the implant note the filter was deployed via the patient's right femoral vein. The right renal vein was seen quite well and there appeared to be thrombus within it with partial thrombosis. The inferior pole appeared to be occluded completely. The filter was placed inferior to the renal veins in an excellent position. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. The patient reported having an episode of ¿defibrillation¿ during the filter implant. Defibrillation is defined as stopping fibrillation of the heart by either electrical or chemical means to restore normal rhythm. The post implant progress note indicated that the patient was in atrial fibrillation. With the limited information provided it is not possible to determine a cause for the event, but underlying patient specific issues, may have contributed to the reported arrythmia. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.